Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 463 mg/dl. Customer treated for high blood glucose using insulin pump bolus. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer stated that he put his insulin pump into suspend at night without realizing, so he knew why he was running high. The insulin pump will not be returned for analysis.